Event description:
It was reported that the image on the left monitor of the 9800 system would not rotate. The system had to be rebooted and the procedure was completed without further incident. The problem could not be duplicated. Possible user error by new technician. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep could not duplicate the problem. The system operates as intended.